Event description:
It was reported that the 9600 system had a saturation fault error during a case. No pt injury was reported.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot numbers; gd877274 and gd876474 with no defects noted. The root cause is undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd)therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. The cause of the peritonitis was possibly a dirty shower head reported by the nurse as (B)(6), a type of mildew commonly found in shower. Treatment information was not provided. Dianeal therapies were ongoing at the time of the event. Per the nurse, the event of peritonitis with culture positive for (B)(6) and (B)(6) was not related to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in 2010, the patient had recovered from the peritonitis. In (B)(6) 2010, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.